Manufacturer narrative:
(B)(4). Batch # n93j7p. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a hysterectomy and silateral salpingectomy procedure, the blade tip was broken. The whole surgery was delayed. There was no patient consequence reported.